Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened escape, act, down and up arrow dome switches all operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized with diabetic ketoacidosis and high blood glucose. The customer stated that he was in and out of consciousness and the paramedics were called and he was taken to the hospital. He was admitted to the intensive care unit. Blood glucose value at the time of the incident was over 1800 mg/dl. The customer stated that he received 4 no delivery alarms with different infusion sets. He was treated with insulin drip and taken off insulin pump therapy. During troubleshooting the customer reported that the insulin pump had a damaged and flush drive support cap. Blood glucose value at the time of the call was 297 mg/dl. The insulin pump was returned for analysis.